Event description:
A distributor reported on behalf of the customer that their evis lucera colonovideoscope had a poor air/water supply. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and examined. Foreign material was identified in the air/water nozzle. The customers originally reported issue of poor air/water supply was confirmed. The examination also showed drain failure, lens cracking, connector contamination, image guide coil damage, incorrect angle on the bending section and various scratches and cracks in other areas. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. - keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.